Manufacturer narrative:
(B)(4).as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with injection vancomycin (1g, route and frequency not reported) and injection fortum (1g, route and frequency not reported) for 14 days for the peritonitis. At the time of this report, the patient was recovering from the peritonitis. Action taken with therapy was not reported. Additional information was requested but is not available.